Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ventricular lead lead exhibited loss of capture, the lead was capped. The patient's condition was fine post procedure.

Manufacturer narrative:
(B)(4).